Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received a healthcare professional (hcp) via a company representative regarding a patient who was receiving lioresal (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity and head/brain injury. The date of the event was asked but was unknown. It was reported the patient had issues with their pump ever since it was implanted. The patient had reported their pump was not working for them and they wanted it removed as soon as possible and would not want to continue with therapy. The managing hcp had explained to the patient that they will go through withdrawal if they just abruptly stop the therapy and patient stated they understood. The alarm was going off and the patient had not been able to sleep for days because of it. Per the hcp the patient was not compliant and missed their refills often. The pump had gone empty several times. The pump off password was provided. The procedure was due to a problem with the device or therapy. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding a consumer. It was reported that the patient was having difficulties making it in for refills and he states it hasn't worked since he got it in. There was no information on the cause of the pump issues and there were no symptoms and the patient was annoyed with the beeping. The patient was meeting with a neurosurgeon for removal and had not been scheduled for a removal yet. There was no further complications reported/anticipated.